Event description:
Pt was injected in the nasal dorsum area with radiesse dermal filler; one day after the injection the pt was bruised and complained of stinging, swelling and redness in the glabella area. The area than became necrotic.

Manufacturer narrative:
The first three days the pt was given a intramuscular and oral antibiotic. A gentamycin ointment was applied to the necrotic area and covered with duoderm. In a follow up the area has re-epithelialized and has resolved. The use of radiesse dermal filler in the glabella is an off label use.